Event description:
Severe keratitis; wore colored lenses from (B)(6) for a few hours, vision was bothering me so I took them out. My right eye became swollen shut a day after and it was the most pain I had ever felt. Went to the doctors and he told me my if my cornea had been any more damaged, that probably would've meant vision loss. Got in contact with the company, but they never answered. I read plenty of reviews and saw I wasn't the only one with this issue. I feel hogtied and am unsure of how to move forward with this.